Event description:
The account alleged they are able to set the brake/steer pedal into brake mode from the head end and the stretcher appears to be in brake mode. However the foot end brake casters do not hold. No injury reported.

Manufacturer narrative:
The account installed a brake/steer upgrade kit to resolve the issue.